Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
The patient reported via a manufacturer representative that the recharger was overheating after a couple of hours of charging. Battery site would be very warm and device would go into standby mode. No environmental issues were detected other than thin epidermal layer of tissue between battery and charger plate. Impedances were taken at the three optional volts setting and no system passed all three settings. Patient appeared to have a good understanding of proper use of the charging device. Charger was placed on patient and tested with no abnormal readings for a few minutes of charging. Impedances were tested at the three optional settings with the 8840 programmer and the system passed all test. The patient was instructed to call patient services to have loaner charger sent to them and have the other returned for testing. Patient complained that device was not providing adequate relief of back pain and that device would be jolting while in a sitting position in the adaptivestim and manual mode. The patient had experienced fewer events of jolts of energy during positional changes in the manual mode vs adaptive stimulation mode however they did not appear to have adjusted stimulation down when transitioning from a standing to sitting position. Adaptivestim mode was reset at a previous appointment and patient chose to utilize system in manual mode. It was reported that the impedances were tested in all three optional volts settings while pressing on different positions of battery and no faults were detected. The patient was reprogrammed in hd program option to determine whether or not they received adequate back pain and foot pain relief while not experiencing jolting from positional changes. Mystim was tested with no faults detected. It was reported that the patient complains of charger overheating battery site and charger going into stall mode. Claimed adativestim mode would shock while remaining in one position. She has been switched to manual mode and has experienced less events of shocking. Patient complains that she is not receiving adequate relief of back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.